Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked and found that unit is in working condition only on ac mains and needed the defective batteries to be replaced. The batteries were replaced with new ones under customer purchased parts category. After the batteries were replaced, the unit was working satisfactorily on both ac mains and battery and was handed over to the customer in good working condition.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) unit is not working on battery. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cs100 intra-aortic balloon pump (iabp) unit is not working on battery. Unit is in working condition only on ac mains. There was no patient involvement.